Event description:
It was reported that there was particulate matter in the elastomeric balloon of a half day infusor. The particulate matter was identified after the device was filled with desferrioxamine, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 18, 2014 ¿ november 20, 2014. The device was received at the plant for evaluation. Visual inspection noted white particles floating in the fluid of the reservoir. The white particles were in the fluid path. Fourier transform infrared spectroscopy (ft-ir) testing was performed on the particles and they were identified as polyester material. The cause of the particulate matter could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.